Event description:
Additional information was provided indicating that the issue was discovered during testing and there was no patient involvement.

Manufacturer narrative:
Device evaluation: one pneupac parapac was returned for investigation in used condition. The on/off knob was missing and the housing was damaged. The reported missing on/off knob was verified. The ventilator was supplied with gas. The device was consistently indicating a cycle with the application of 15 cmh2o back pressure. The cycling issue was therefore verified. This problem occurred because the on/off knob was missing. This damage was attributed to the user. A user interface issue was therefore established as the root cause. The on/off knob was replaced. As a preventive measure oscillator block was also replaced. The ventilator also underwent preventative maintenance. The device subsequently passed all the functional tests.

Event description:
It was reported that the pneupac ventilator knob was missing. In addition, the cycle indicator was working intermittently. The alarm was going silent on its own. No patient injury or complications were reported in relation to this event.